Event description:
A malfunction alarm identified as malf 24 was reported by the customer, who noted no significant events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the situation by arranging for a replacement pump to be sent while advising the customer to use multiple daily injections (mdi) as a backup therapy. The customer was informed about the need to program settings and connect their cgm to the new pump. Additionally, comprehensive technical support (cts) provided instructions for storing and returning the faulty pump within ten days to avoid charges.